Manufacturer narrative:
There was no alleged malfunction of the device. An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented for revision surgery to increase thickness of tibial insert.